Event description:
It was reported to boston scientific corp that a mucosal tear occurred, using a radial jaw 4 large capacity biopsy forceps device, during an esophagogastroduodenoscopy procedure, performed in 2008. According to the complainant, the event did not require medical intervention. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. A review of the customer's shipment history identified three lots shipped to the customer prior to the reported event (lots #: 11986661, 11878961 & 11794457). A review of the device history record for each lot was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for these lots.